Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7086926.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. It was also stated that the patients lead was at the wrong position. The patient underwent a procedure wherein the ipg and the lead were explanted. The explanted devices were discarded by the medical facility and will not be returned.